Manufacturer narrative:
(B)(4). Journal article: anders brüggemann, hans mallmin & nils p hailer (2018) do dual-mobility cups cemented into porous tantalum shells reduce the risk of dislocation after surgery?, acta orthopaedica, 89:2, 156-162, https://doi.org/10.1080/17453674.2018.1432927. Concomitant medical products: item# unknown unknown head lot# unknown item# unknown unknown stem lot# unknown, item# unknown unknown liner lot# unknown. (B)(6). Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article one patient underwent a re-revision procedure within the pe group due to aseptic loosening. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated : reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.